Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing got detached at site connector. The site location was left side of patient's thigh and the pump was located on the waist. The infusion had been used for one day. Reportedly, the infusions were stored in the bedroom drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.